Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4): lens not returned.

Event description:
The reporter indicated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens was torn in half. The lens was removed with no patient injury, no enlarged incision. The reporter indicated the event was due to user error.